Manufacturer narrative:
Correction: h1 - type of reportable event should have been "serious injury" instead of "malfunction".

Event description:
It was reported that the patient presented to the emergency room with the implantable cardiac monitor (icm) eroded through the skin and infection. The icm was explanted due to the infection. A new icm was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.